Event description:
The pt's son describes a "red glow" in the flowmeter that started moving through the oxygen tubing. Son hit the flowmeter (breaking it from the wall o2 outlet), removed the mask from his father and moved the bed to the corridor. The plastic parts of the device are melted and the o2 tubing is blackened where the "glowing" occurred. No sparks were seen.